Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; atrial connector is broken. Analysis also found the upper case is dented and the lower case is broken and dented. Ring cover, battery drawer, and one bail cover are broken. One bail cover, two case screws, one bail, and the ring are missing. Lead flex cover is broken and contaminated. Battery contacts are compressed.

Event description:
It was reported the atrial port is broken. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.